Manufacturer narrative:
This lead was returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that during the implant this lead had dislodged, and high out of range pace impedance measurements were noted. A new lead was used. This lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during the implant this lead had dislodged, and high out of range pace impedance measurements were noted. A new lead was used. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break in the neck region at the tip and the conductor coil was stretched. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.